Event description:
It was reported that the patient with this electrode had received an inappropriate shock. Review of the device data noted oversensing of sense b node noise contributing to the delivery of inappropriate therapy. No changes have been made and the electrode remains in service. No adverse patient effects were reported.